Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder and air/water channels, but it was not possible to identify the foreign object. It is likely that reprocessing could not be performed and the foreign object could not be removed due to a leak failure at the insertion section. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings from evaluation are the flexibility adjustment ring forceps channel port, right/left knob, upward/downward angulation control knob, switch box, universal cord, and grip had scratches. The air/water and suction cylinders had no color. Due to a pinhole on connecting tube, water tightness was lost. Endoscopic position detecting probe was damaged and the position detection function does not work. The plastic distal end cover/probe cover and the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The loaner device was sent with no complaint. During the device evaluation, the following reportable malfunctions were found: air/water tube and cylinder with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.